Manufacturer narrative:
After further investigation by zoll biomed, the root cause of the issue was found to be a faulty lcd and processor board. The autopulse platform is a reusable device and therefore, this type of display issue can occur due to normal wear. Users are instructed to routinely investigate the autopulse system to ensure the device's functionality. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) was reported for backlight lcd issue with serial number (B)(4) in (B)(6) 2016, but was not serviced by zoll.

Event description:
The zoll (B)(6) biomed reported that the backlight lcd display on autopulse platform (s/n: (B)(4)) does not work. Despite replacing the lcd, the issue continued. There was no report of patient involvement.